Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed despite multiple attempts. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was performed via left femoral artery puncture using a 5f non-cordis sheath introducer during cerebral angiography. The device was slowly withdrawn at an approximate 40° angle until the pulsatile backflow in the indicator additional information was requested but not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18275410 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, it was noted that the cowling guard of the device received was not locked. During analysis the cowling guard was locked and no anomalies were noted. As stated in the instructions for use (IFU), ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed despite multiple attempts. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was performed via left femoral artery puncture using a 5f non-cordis sheath introducer during cerebral angiography. The device was slowly withdrawn at an approximate 40° angle until the pulsatile backflow in the indicator additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18275410 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed despite multiple attempts. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure was performed via left femoral artery puncture using a non-cordis sheath introducer during cerebral angiography. The device was slowly withdrawn at an approximate 40° angle until the pulsatile backflow in the indicator stopped and was then further withdrawn about 1 cm until the indicator window changed color. The physician has many years of experience using the exoseal vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.